Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33. Following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
It was reported that the needle mechanism deployed but the needle did not retract; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was not worn.

Manufacturer narrative:
The received device was evaluated and found the cannula assembly fully deployed and the needle completely retracted. Needle mechanism was reset and successfully able to re-deploy and retract as intended during investigation. No issues were seen with the device or the download data. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.